Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited continuous downstream occlusions when testing and power on/off button did not work. No adverse effects reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No faults found with the pump during functional tests. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.